Manufacturer narrative:
694765 lead implanted (B)(6) 2007; 5076-52 lead implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device changeout procedure, that the left ventricular (lv) lead would not easily come out of the header of the cardiac resynchronization therapy defibrillator (crt-d). It was further reported that the lead was removed from the header with substantial force. The crt-d was explanted and replaced. Additional information reported the lv lead was connected to the new device with some difficulty and remains in use. No patient complications have been reported as a result of this event.